Event description:
It was reported that patient presented in clinic for follow up with episodes of non-sustained rv oversensing. Review of the emgs noted oversensing of a wide qrs. Programming changes were made and no further oversensing was seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.